Event description:
The patient's dentist mentioned in the letter of recommendation that clinical exam showed patient has crowding and misalignment of multiple teeth. Dentist recommend patient to have further orthodontic treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.